Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two polaris plug drivers fractured. The hospital did not provide patient or surgical information. This is report one of two for this event.

Manufacturer narrative:
Corrections in g1. Additional information in d4: UDI number, and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2024-00082.

Event description:
It was reported that two polaris plug drivers fractured. The hospital did not provide patient or surgical information. This is report one of two for this event.